Manufacturer narrative:
Due to character limitations, the full initial reporter name : (B)(6). System over temperature can occur to following reasons: root cause 1: cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient contributing cause 1: muffler/filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat contributing cause 2: cardiosave¿s chassis fans lack of ability to dissipate heat generated by the medical device and scroll compressor contributing cause 3: the cardiosave drive regulator drifting/leaking causing the scroll compressor to increase rpm and increasing the heat generated contributing cause 4: temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling. The patient was febrile, tachycardic, the room was warm, and the pump was very close to the patient¿s bed.these factors could contribute to the system being over temperature.

Event description:
It was reported by customer through esp that system over temperature alarm occured on a cardiosave intra aortic balloon pump (iabp) during use. The nurse stated the pump had been idle for 18 minutes at the time of the call. Esp representative documented the time and began walking her through the process of turning the system off by pressing and holding the green power button, waiting for 10 seconds, and turning the iabp back on. Once the cardiosave rebooted, counterpulsation therapy was initiated. No alarms were present at that time. Total therapy interruption was approximately 23 minutes.the patient was febrile, tachycardic, the room was warm, and the pump was very close to the patient¿s bed, these factors could contribute to the system being over temperature and there was no harm to patient.